Manufacturer narrative:
It was reported that the patient is having issues with the red button keeping the brace locked. The button is difficult to engage and disengage after a short time of use. Fortunately, no injury nor discomfort were caused. It is just the function of the brace and she needs to be able to lock it while ambulating. The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that the patient is having issues with the red button keeping the brace locked. The button is difficult to engage and disengage after a short time of use. Fortunately no injury nor discomfort were caused. It is just the function of the brace and she needs to be able to lock it while ambulating.